Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a applicator deployment occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, the patient reported goose-necking after inserting in the arm. The patient uses tandem tslim which would not have been in modified closed loop without an active sensor session. Sometime the same day, the patient had lightheadedness, nausea, vomiting, and dry mouth. She mentioned that this was her last sensor and that she was not able to control her glucose levels without the dexcom. As a result, her blood glucose went up to 500 mg/dl, and she stated that she was going to have to go to the emergency room (ER) since she was 'literally falling into dka' and described herself as 'very brittle.' Follow up attempts to learn the outcome of the event were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.